Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9140674. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the relion® insulin syringe plunger would not pull back during use, and removing the plunger cap caused the whole rod to separate from the barrel. This event occurred on 7 separate occasions, but the dates are unknown. Additionally, it was reported that the needle hub separated from the syringe during use and remained in the shield. This event occurred on 4 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer left voicemail reporting the syringe she brought 31g, 6mm,3/10 ml cannot pull back the plunger. It happened with 2 packages, she also reported when she opened the orange cap needle stayed inside its stuck inside." "When she removes the plunger cap off the entire plunger rod comes out of the barrel with the stopper." "Needle with hub stays inside the needle shield."